Event description:
A healthcare professional reported that lens matter was retained in the eye in two pts who underwent cataract surgery with phacoemulsification. The lens matter appeared from behind the iris and/or in front of the iris where it was difficult to be seen by the surgeon and was missed during surgery. The pts required an additional surgery to remove the remaining lens matter. According to the surgeon, these events occurred after moving to microincisional phacoemulsification surgery. The reporter performs phacoemulsification surgery at two different facilities. The facility where these events occurred was not known at the time this report was prepared. Additional info has been requested but not received.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received. (B)(4).